Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the m3046a monitor malfunctioned - the alarm did not work. The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.